Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for the pericardial effusion could not be determined. The reported patient effect of pericardial effusion, as listed in the eifu, mitraclip ntr/xtr system, ce (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion. It was reported that this was a procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A small pericardial effusion occurred after transseptal puncture and during steerable guide catheter (sgc) insertion. No treatment was performed. The procedure continued, and one clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.